Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reaction"), mobility decreased ("loss of mobility"), swelling ("swelling"), unevaluable event ("metallosis"), sensory disturbance ("sensibility in her hands"), blindness ("vision loss"), tooth disorder ("dental problems"), insomnia ("lack of sleep"), disturbance in attention ("lack of concentration"), amnesia ("lack of memory"), headache ("headaches"), arrhythmia ("arrhythmia"), paraesthesia ("paresthesia") and dyspepsia ("digestive problems"). The patient was treated with surgery (hysterectomy for removal of fallopian tubes, uterus and cervix). At the time of the report, the pelvic pain, genital haemorrhage, hypersensitivity, mobility decreased, swelling, unevaluable event, sensory disturbance, blindness, tooth disorder, insomnia, disturbance in attention, amnesia, headache, arrhythmia, paraesthesia and dyspepsia outcome was unknown. The reporter considered amnesia, arrhythmia, blindness, disturbance in attention, dyspepsia, genital haemorrhage, headache, hypersensitivity, insomnia, mobility decreased, paraesthesia, pelvic pain, sensory disturbance, swelling, tooth disorder and unevaluable event to be related to essure (ess205). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reaction"), mobility decreased ("loss of mobility"), swelling ("swelling"), unevaluable event ("metallosis"), sensory disturbance ("sensibility in her hands"), blindness ("vision loss"), tooth disorder ("dental problems"), insomnia ("lack of sleep"), disturbance in attention ("lack of concentration"), amnesia ("lack of memory"), headache ("headaches"), arrhythmia ("arrhythmia"), paraesthesia ("paresthesia") and dyspepsia ("digestive problems"). The patient was treated with surgery (hysterectomy for removal of fallopian tubes, uterus, and cervix). Essure (ess205) was removed. At the time of the report, the pelvic pain, genital haemorrhage, hypersensitivity, mobility decreased, swelling, unevaluable event, sensory disturbance, blindness, tooth disorder, insomnia, disturbance in attention, amnesia, headache, arrhythmia, paraesthesia and dyspepsia outcome was unknown. The reporter considered amnesia, arrhythmia, blindness, disturbance in attention, dyspepsia, genital haemorrhage, headache, hypersensitivity, insomnia, mobility decreased, paraesthesia, pelvic pain, sensory disturbance, swelling, tooth disorder and unevaluable event to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reaction"), mobility decreased ("loss of mobility"), swelling ("swelling"), unevaluable event ("metallosis"), sensory disturbance ("sensibility in her hands"), blindness ("vision loss"), tooth disorder ("dental problems"), insomnia ("lack of sleep"), disturbance in attention ("lack of concentration"), amnesia ("lack of memory"), headache ("headaches"), arrhythmia ("arrhythmia"), paraesthesia ("paresthesia") and dyspepsia ("digestive problems"). The patient was treated with surgery (hysterectomy for removal of fallopian tubes, uterus, and cervix). Essure (ess205) was removed. At the time of the report, the pelvic pain, genital haemorrhage, hypersensitivity, mobility decreased, swelling, unevaluable event, sensory disturbance, blindness, tooth disorder, insomnia, disturbance in attention, amnesia, headache, arrhythmia, paraesthesia and dyspepsia outcome was unknown. The reporter considered amnesia, arrhythmia, blindness, disturbance in attention, dyspepsia, genital haemorrhage, headache, hypersensitivity, insomnia, mobility decreased, paraesthesia, pelvic pain, sensory disturbance, swelling, tooth disorder and unevaluable event to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-mar-2021: no new information received, update to imdrf/FDA codes only. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.